Event description:
Guide catheter ref# la6jl35 was opened and inserted into patient. Catheter placed correctly. When attempted to insert guideliner it was noted that the guide catheter was kinked. This is a manufacturing defect from the medtronic company.